Event description:
It was reported that during an unknown surgery, after firing it was noted that the device was broke into a few pieces. All parts were taken out from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/16/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/6/2024. D4: batch # a9ek69. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that b12lt device was returned with no apparent damage. In addition, the package opened was returned and the universal seal was returned inside plastic bag. In an attempt to replicate the reported incident, the device was functionally tested to detect any reducer attachment removal issues. Upon evaluation of the device had the universal seal latch onto the sleeve assembly. In addition the obturator latch onto the universal seal as well. The device was fully functional according to the manufacturing requirements. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.